Manufacturer narrative:
(B)(4) (non union, revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent total en-block spondylectomy(tes) at t12-l1 using spinal fixation system. Post-op on an unknown date, both side rods were broken at above l2 pedicle screw. After the surgeon performed tes surgery at t12/l1, he placed a mossmesh cage. But the bone union was not achieved and the mossmesh sank in l2 vertebral body. The surgeon considered there might be a causal relationship between the symptom and rod breakage because kyphosis progressed after the event. Patient underwent revision surgery for the removal of broken rods. No fragment of the implant remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.